Event description:
It was reported by the patient's grandmother to the surgeon that the patient's heartrate decreased significantly down to 40bpm after having vns battery replacement. The patient went to see their neurologist to have the battery checked and was within normal limits. It was reported by the neurologist assistant that there was no assessment on cause and relation to vns. No additional relevant information has been received to date.